Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, more than three openings, flat creases and black particles in the fill channel. A microscopic analysis and leak test were performed, which identified more than three curved openings striated and nick striated. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: more than three openings striated in the side anterior assessed, as surgical damage. And nicks striated assessed, as surgical tool scratch like.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.